Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, after the device was unpacked and the operator attempted to retract the tines, it was noted that the plastic handle was cracked; no other visible damage to the device was noted. It could not be confirmed if the operator had difficulty retracting the tines. The procedure was not completed as a second leveen needle electrode was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, after the device was unpacked and the operator attempted to retract the tines, it was noted that the plastic handle was cracked; no other visible damage to the device was noted. It could not be confirmed if the operator had difficulty retracting the tines. The procedure was not completed as a second leveen needle electrode was not available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(6):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle to be cracked approximately 3 cm from the proximal end of the plunger. Damage to the tip of the cannula was also noted. A functional evaluation was performed, which revealed that the array could be extended and retracted as intended. The condition of the returned device was consistent with the complaint that the handle cracked; the complaint was confirmed. Handling damage was determined to be the most probable root cause of the defects identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.